Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. The rv lead was repositioned to resolve the event. The patient was stable and there were no adverse consequences.